Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). The 8.0x80mm absolute pro vascular self expanding stent system (ses) was advanced to the target lesion over a .014 non-abbott guide wire; however, when the stent was deployed halfway the thumbwheel got stuck and could not be moved. Therefore, the device was removed from the patient, and the procedure was completed with another non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted the absolute pro .035 peripheral self-expanding stent system instruction for use (IFU) states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.014" guide wire resulted in the device becoming bent in the anatomy preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions